Event description:
It was reported that the spring between the two claws became separated from one side causing it to not grab or release anymore. The surgeon was able to still use the slap hammer. No impacts to patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.